Event description:
During procedure, out of range pacing impedance was noted on the lead, it was also noted that it was impossible to determine ventricular threshold. The lead was explanted and exchanged to resolve the issue and the patient was in stable condition with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of difficulty actuating the helix was confirmed. Visual inspection found the helix was retracted and clogged with dried blood and tissue. After cleaning, the helix could be extended and retracted. The reported events of no capture and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any additional anomalies. The cause of the reported event was isolated to the helix being clogged.